Event description:
The user facility reported that during multiple colonoscopies, there was insufficient air and suction flow. The procedures were completed with a different, but similar device. The facility reported, there were no patient injuries associated with these phenomena, but some of the patients were given additional anesthesia because the procedures took longer.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The investigation did not duplicate the user's report of insufficient air and suction flow. The air/water flow and capacity were tested and found to be within specifications. The biopsy and suction channel were also inspected and no obstructions were found. The right/left release knee knob was noted to move unexpectedly when right/left angulation control knob was turned due to a damaged locking mechanism. However, this finding would not likely cause or contribute to the reported event. The cause of the user's experience cannot be determined. This report is being filed in an abundance of caution.